Event description:
It was reported by the surgeon, that the patient was implanted with a temporomandibular joint prosthesis and began experiencing unknown symptoms approximately two years post-implantation. No further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.